Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
A reported incident involving a tego connector was associated with blockages and leaks. No patient harm or injuries were reported as a result of the event, and there was no delay in therapy.